Event description:
It was reported that a motor stall had been confirmed with no motor stall recovery in the event logs. The patient noticed the pump alarming a week prior to the report. There were multiple motor stalls noted in the logs as of (B)(6) 2014. The last motor stall was from the day of the report at 09:15am and had not recovered. The patient was feeling drowsy, lethargic, and had spasms in his legs. The patient was scheduled for consultation to have the pump replaced. The pump was infusing fentanyl and lioresal (baclofen). Additional information received reported that the motor stall had not recovered. It was noted that the motor stalls and motor stall recoveries occurred within a short duration. The cause of the motor stalls was unknown. A rotor study was done and there was no movement of the rotor. As of (B)(6) 2015, the patient had not recovered and the symptoms/issues were ongoing. The patient was given oral medication to avoid withdrawal. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).